Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the implantable pulse generator (ipg) was not pacing correctly, and the monitor indicated a heart rate down to 34 beats per minute, which caused the patient to have a stroke. No information could be obtained through follow-up investigation. The device remains in use. No further patient complications have been reported as a result of this event.